Event description:
It was reported that the patients implantable neurostimulator (ins) did not hold a charge as long as it used to. The problem started about a month prior to the report. This was unresolved at the time of the report. Information regarding battery depletion and if the patient still had concerns about their device or therapy have been requested which were not reported regarding this event.

Manufacturer narrative:
Product ID 37092, lot# 272450001, implanted: 2011 (B)(6) product type accessory product ID 3 777-45, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37743, serial# (B)(4); product type progr ammer, patient product ID 37752, serial# (B)(4); product type recharger. (B)(4).